Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator had with stroke very thick and artifact heart monitoring when used on a patient. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted. Additional information has been requested.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator showed thick artifact during ECG monitoring when used on a patient. This report has been updated from serious injury to non adverse event as additional information received clarified the device was monitoring the patient. The device was in use on a patient for ECG monitoring and there was no adverse event to patient or user. The device was evaluated by the customer who determined that the ac line filter setting was incorrect. The ac line filter setting was changed from 60hz to 50hz to resolve the issue. After adjusting the ac line filter setting, the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.